Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a multiple battery alarms and a motor error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump had a recurring failed battery test alarm even after the battery has been changed. Customer also reported to have received a motor error, weak battery, off no power with a low battery alert warning and troubleshooting was performed. Customer confirmed that the insulin pump drive support cap was normal, and they were able to complete the insulin pump rewind. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alert, weak battery alarm, low battery alert, motor error alarm and unexpected battery power loss anomaly due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted. The motor was tested outside of the device and passed.